Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. Customer's blood glucose level was 126 mg/dl. Customer was able to successfully load a new cartridge and resume insulin delivery.

Manufacturer narrative:
Pump logs were reviewed by tandem technical support and found an unexpected reset did not occur. Pump was accidentally put into storage mode when pump was plugged into charge. There was no malfunction of the device.